Manufacturer narrative:
The insulin pump was received without a battery installed. The insulin pump passed the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. However, the insulin pump alarmed a21 after battery change due to a voltage leak on the circuit board. There were no cosmetic damages noted. Data analysis: there was no data listed due to the insulin pump being received without an installed battery.

Event description:
It was reported that the customer passed away on (B)(6) 2016 in an emergency room. The customer was hospitalized on (B)(6) 2016. The cause of death was choking. The caller stated that "four" prior to passing the customer went to a doctor who performed a procedure by sticking a needle into the customer's neck four times. After this procedure the customer went to eat and due to the swelling she choked. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer did not use sensors. The caller agreed returning the insulin pump for analysis.